Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a helium error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium error. Getinge field service engineer (fse) can't reproduce the reported failure. Performed and passed all functional and safety tests to factory specifications. Preventive maintenance (pm) completed. No patient harm. The equipment was cleared for customer use.

Event description:
N/a